Event description:
Allegations of diagnosis of severe depression, intense headaches, blurry vision, lumps, breast disfigurement, chronic fatigue, rupture, silicone leaked into chest and migrated into body.